Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect color lcd display cable was returned. The reported malfunction was not replicated or confirmed. The customer received a replacement color lcd display cable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.